Manufacturer narrative:
(B)(4).

Event description:
Refer to MFR report # 3004209178-2010-09100. A pt experienced shocking/jolting sensations in their paresthesia area in the past few weeks. The sensation would occur when the pt passed through medal detectors, in addition to positional changes. In regards to positional changes, the pt felt a shocking sensation when she got up from laying in a bed. Nothing unusual about the bed, or around the bed was indicated. No falls or trauma were reported. A short circuit was discussed as being a possible issue. Impedance measurements of less than 250 ohms occurred. Impedance measurements in regards to combinations 01, 02, and 12 were less then 50 ohms. Upon reprogramming, the pt felt stimulation in the rectum area on electrode 3, which was the only combination that did not appear to be out of range. It was further clarified that therapy measurements were in the 200's except for one program which was less then 50 ohms. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.